Manufacturer narrative:
The insulin pump was monitored in the 50c oven for several days and no blank display was noted. The pump was received with normal operating currents. No damage found on the c13/lcd isolation tape was noted. The pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The pump was received with a cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The additional cosmetic damage on the insulin pump was a cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he woke up with a high blood glucose reading and the insulin pump was dead even after he put in another battery. Customer's blood glucose was over 500 mg/dl. Customer was calling back with a blank display after a pump rest. Customer went to bed around 10 pm with an almost full battery. Customer removed the battery and stated that the display did not return after inserting a new battery. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.